Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.

Event description:
It was reported that the customer kept receiving a compromised force sensor system alarm and was unable to exit that cycle. Customer last blood glucose was 22 mmol/l. Customer stated that the insulin was squirting out during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that the drive support cap is loose. Customer stated that the cap feels pressed in but at an angle. Customer was able to fix it and push it in slightly. Customer stated that the pink sticker came off the drive support cap. Customer was explained that the cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.